Event description:
It was reported that noise oversensing, inappropriate automatic mode switch (ams), and low pacing impedance were noted on the patient's right atrial (ra) lead. Additionally, t-wave oversensing was noted on the ICD. On (B)(6) 2025, the physician elected to cap and replace the ra lead. The ICD was also explanted and replaced during the same procedure. The patient condition was stable.